Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Follow-up was conducted to request contact information regarding the reported event; however, unable to release any further information that pertains to the report in question. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through medwatch form, that patient had a ruptured aneurysm was being treated with coil embolization, despite detaching the coil per the IFU as well as additional maneuvers to ensure that the coil was not entered within the microcatheter. The proximal loop coil dragged into the parent artery, this resulted in patient artery occlusion which caused a severe stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.